Event description:
Related manufacturer reference number: 2017865-2023-42551.

Event description:
New information received noted the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and low pacing impedance were confirmed. As received, a complete lead with extraction stylet inserted was returned in one piece. An external insulation abrasion was found at 8.9 ¿ 9.0 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The outer insulation was also found damaged and the outer coil was stretched consistent with procedural damage in this location. Electrical testing did not find any indication of conductor fractures, an external short was found due to procedural damages to the lead. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2023-38259. It was reported the patient presented in clinic for follow up with symptoms of heart failure. Upon interrogation, it was discovered the right ventricular and left ventricular leads oversensed noise that triggered pacing inhibition. The right ventricular lead exhibited low pacing impedance. Initial attempts to reprogram the device worsened the heart failure symptoms. Further programming changes resolved the issue. The patient was in stable condition.